Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. No blank display noted. Unable to perform functional testing due to physical damage on the lcd. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments on the insulin pump. The customer's blood glucose reading was 390 mg/dl. The customer stated that when she has the light on and pressed act, the screen comes up with very faint lines. The customer was unable to troubleshoot because of display issue. The insulin pump was returned for analysis.